Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
The patient reported leakage at the infusion site. He stated that his glucose level increased to approximately 300 mg/dl the previous night and remained elevated for about eight hours. He went to sleep expecting his glucose levels to decrease; however, they remained high upon waking. After noticing the persistent hyperglycemia, he changed the infusion site. During removal, he observed insulin underneath the adhesive but confirmed that the cannula was not bent. He then replaced and rotated the site and administered a correction bolus, which resolved the elevated glucose level. The event involved the patient and resulted in no harm.